Event description:
A malfunction alarm occurred, but there was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears, which the customer acknowledged and understood.